Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via helpline solutions tracker of high and low blood glucose readings from the insulin pump. The mother stated that her daughter was admitted for high blood glucose readings above 600 mg/dl. The mother stated that her daughter tested positive for ketones. The customer's blood glucose came down after receiving insulin intravenously. The mother stated that her daughter drank fruit punch without consulting her first. The mother also stated that her daughter had low blood glucose readings in the morning. The customer stated that her daughter had blood glucose readings of 56-58 mg/dl in the early morning around 1am. The mother stated that she will reach out to the health care provider to see if pump settings needs to be adjusted.